Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient alleged dizziness and/or headache, inflammatory response, kidney disease/toxicity, liver disease. No further clinical details or medical intervention were reported. Due to potential litigation surrounding this case, no follow up can be performed at this time. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
Additional information was received on may 15, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient alleged dizziness and/or headache, inflammatory response, kidney disease/toxicity, liver disease. No further clinical details or medical intervention were reported. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. The secondary findings were observed. The third-party service center concludes that they couldn't confirm the customer's allegation and unit got scrapped. Dirty was observed in box g: date received by mfg (rfb) has been updated. In box h: device problem code, evaluation method code grid, evaluation results code grid and conclusion code grid has been updated.